Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. Results of investigation: the carefusion field service representative replaced the gde (gas delivered engine) and ran an extended systems test. The unit meets all factory specifications. The defective component will be sent back for further evaluation. (B)(4).

Event description:
The customer stated that during the est (extended systems test) testing the ventilator failed and alarmed extended high p peak. The unit was not on a patient at the time of the reported event.